Manufacturer narrative:
(B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the glass/metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibit severe detritus adhesion on metal surface; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end exhibits minor scratched; the blue arrow on the outer flow tubing open end is partially erased; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 256,341 joules, 35:35 minutes while using the surgical fiber during a prostate procedure, the fiber tip detached inside of patient and was retrieved using a storz biopsy grasper. The fiber tip / cap was cleaned during the procedure. The procedure was completed using a second surgical fiber. Patient outcome: "no injury". There was no patient injury reported.